Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was reprogrammed and normal function resumed. There were no adverse consequences to the patient.